Manufacturer narrative:
Product analysis:visually confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Optical examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. Witness marks and material deformation identified on the external hex, consistent with torsional overload. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation.

Event description:
It was reported that patient underwent posterior cervical fixation surgery at c2-7.intra-op, when the surgeon applied final torque placing a cross link, head of the set screw broke/damaged. The same issue occurred at c3 and c4. One of the set screws could not be removed from the mas crosslink.no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.